Manufacturer narrative:
No patient sample or customer product was returned to immucor for immucor investigation. An immucor field service engineer (fse) visited the customer site to assess the instrument in question on (B)(6) 2016. The fse adjusted the washer residual volume from 0.06 to 0.09. Immucor technical support used a remote electronic connection method to assess the test well images in question, which appeared with slight red blood cell adherence. The antibody in question appears to be showing dosage.

Event description:
On (B)(6) 2016, a (B)(6) customer reported obtaining an unexpected negative antibody screen on the galileo echo.